Manufacturer narrative:
(B)(4). Date sent 1/7/2025 d4 batch #675c78 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload no loaded on the device. The reload was received partially fired 1/3 and with damage on the reload deck. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload deck is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. It is possible that the knife's advance into the anvil noted on the device was due to improper handling resulting in the device not being able to open. Please reference the instruction for use for more information. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 675c78, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e67w, and no non-conformances were identified. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during a gastrectomy surgery, could not fire without motor sound on the firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.